Manufacturer narrative:
The equipment was not under warranty and the customer refused to pay for repair. The rse did not provide any resolution as the equipment was not under warranty and the customer refused to pay for repair. It has been concluded that further action is required at this time.

Event description:
It was reported to philips that the device's battery is faulty. There was no patient involvement.